Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that the one infusion was leaking at the site and blood at the site. The infusion set is used for 2 day. The site of issue is abdomen. No further information available.